Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent laparoscopic partial gastrectomy procedure on (B)(6) 2018 and suture was used. The suture broke during use on myofascia. Another like device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Summary: a dispensed needle-suture combination was returned for analysis. During the visual inspection of needle/suture under 10x magnification, slightly marks on the body of the needle that appears to be by use of surgical instruments was noted. In addition, no suture breakages or damaged on the barbs were found. In addition, a functional test was performed and the tensile force were above the minimum requirements. Per the sample condition, no performance - breakage suture was found on the suture and the tested sample met the finished goods requirements. An incidental finding was also noted during evaluation. In the visual inspection of the sample, the two sides of the fixation tab of the sample were broken and damaged on the nucleus were noted; also, a side of fixation tab was returned and it was damaged (flat). According to the sample condition it was suggest an improper handling of the sample.